Event description:
The patient presented to the clinic for evaluation following an alert indicating intermittent capture on the right ventricular (rv) lead. Device interrogation confirmed intermittent rv lead capture and revealed a decrease in p-wave amplitude on the right atrial (ra) lead. Chest x-ray imaging confirmed dislodgement of both ra and rv leads, consistent with twiddling. As a resolution the rv and the ra leads were explanted and replaced. The patient condition was stable.